Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Prior to the procedure, the patient had a small effusion. During the ablation phase the patient¿s blood pressure dropped and the heart rate increased. An increased pericardial effusion was confirmed via ultrasound. Pericardiocentesis was performed to drain a total of 200cc from the pericardial space. Reminder of the procedure was aborted. The patient was reported in stable condition and was moved to the intensive care unit. Prolonged hospitalization was not required. Patient had fully recovered from the issue. Physician believes he have to much heparin to the patient and that might have contributed to the causality of the event. No bwi product malfunctions nor error messages were reported. There was no evidence of steam pop during the ablation. Transseptal puncture was not done during the case. Ablation index was used as stability parameter with the visitag module. The color options used prospectively were fti, average 2.5, force 3g, time 25% 3 seconds. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Prior to the procedure, the patient had a small effusion. During the ablation phase the patient¿s blood pressure dropped and the heart rate increased. An increased pericardial effusion was confirmed via ultrasound. Pericardiocentesis was performed to drain a total of 200cc from the pericardial space. Reminder of the procedure was aborted. The patient was reported in stable condition and was moved to the intensive care unit. Prolonged hospitalization was not required. Patient had fully recovered from the issue. Physician believes he have to much heparin to the patient and that might have contributed to the causality of the event. Device evaluation details: the device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30430752m number, and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).